Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that this swan-ganz bipolar pacing catheter was unable sense or pace from the beginning of use. The catheter was inserted from the left internal jugular vein and the customer attempted to measure the crest value of the spontaneous waves with the catheter attached to the right ventricular apex. The catheter failed to sense when the pacemaker was set on vvi mode, 50 bpm with 70 bpm of spontaneous pulse. Then the minimum rate of the pacemaker was set on 90 bpm, but the catheter failed to pace. All the connection cables were replaced but the problem was not solved. The catheter was replaced, and the problem was solved. It is unknown what kind of surgery/examination the catheter was used for or if the patient had cardiac conduction defect. The patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter with an attached monoject 1.3 cc limited volume syringe was returned for examination. The reported event of sensing issue was confirmed. A continuity test found a full open condition of the proximal circuit in the y-adapter. The distal circuit was found to be continuous. No open or short condition was observed in the lead wires between the distal side of the y-adapter and the electrodes. The balloon inflated but did not maintain its inflation due to leakage from a pin hole on the proximal side the balloon latex. The pin hole was observed by an olympus optical microscope but not able to be captured by keyence microscope in photo. No visible damage or abnormality was observed from catheter body, windings, and returned syringe. Visual examination was performed under microscope at 20x magnification and with unaided eye. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.